Manufacturer narrative:
Batch review performed by medacta regulatory affairs department on 10 july 2020: lot 1907400: (B)(4) items manufactured and released on 12-dec -2019. Expiration date: 2024-12-03. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with one similar reported event. Other devices involved in the event: liner: mpact 01.32.3644hct flat pe hc liner ø36/e lot. 1908279 (k103721). Batch review performed by medacta regulatory affairs department on 10 july 2020: lot 1907400: (B)(4) items manufactured and released on 12-dec -2019. Expiration date: 2024-12-03. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with one similar reported event. Ball heads: mectacer 01.29.208 biolox delta ceramic ball head 12/14 ø 36 size s - 4 lot. 1908991 (k112115). Batch review performed by medacta regulatory affairs department on 10 july 2020: lot 1908991: (B)(4) items manufactured and released on 17-feb -2020. Expiration date: 2025-02-03. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Stem: amistem p 01.18.403 amistem-p std stem #3 lot. 1907041 (k173794). Batch review performed by medacta regulatory affairs department on 10 july 2020: lot 1907041: (B)(4) items manufactured and released on 28-nov -2020. Expiration date: 2024-11-17. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in 20 days after the primary surgery due to signs of infection and the pathogen is unknown. The surgeon performed a washout and revised the medacta cup and liner with another company's product and revised the medacta stem and head with a medacta stem and head. The surgery was completed successfully.